Event description:
A customer contacted beckman coulter inc. (Bci) in regards ckmb result above the normal reference range for one patient sample generated by unicel dxi 800 access immunoassay analyzer. Patient sample was re-centrifuged and repeated on the same unit and alternate unit. The results obtained from both runs were within normal ckmb reference range. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was collected in a pst tube and centrifuged for 10 minutes at 3400 rpm. The tube was not properly filled to the fill line. Two levels of qc are run every 8 hours and have been recovering with the customer's established ranges. A bci field service engineer (fse) performed preventive maintenance and verification testing which met the published specification. No hardware issues were detected that would have contributed to this event. A clear root cause of this event cannot be determined.